Event description:
Ous MDR - after an implantation time of about 17 months, this device was explanted due to oversensing. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead detected that the insulation of the lead body was massively damaged by squashing about 33 cm distal of the connector pin. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical load on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.